Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted. During visual inspection, the insulin pump passed functional test including prime/compromised force sensor system, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm test.

Event description:
The customer reported via phone call that she had a crack on the top of the battery compartment. Customer fell when she fainted due to low blood glucose. Customer's blood glucose was 401 mg/dl at the time of the incident. Customer mentioned that she passed out yesterday and the paramedics came to assist her for low blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer called back and stated that she is now in the hospital. Customer had low blood glucose and had trouble getting them up. Customer won't be able to get her pump because she won't be home.